Event description:
Incoming information notes ¿low rv tip to rv coil ventricular lead impedance warning¿ and ¿under-sensing on atrial lead¿. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report #mw5152689.